Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely a myriad of scratches occurred in the insertion tubing, and external forces were applied to the scratch, resulting in the dislodgement (breakage) of the insertion tubing. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of image noise issue. There is no reported harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that part of the connecting tube (insertion tube ig coil), had fallen off. This is attributed to chemical or physical stress experienced by the device. This medwatch is being submitted for the reportable issue of the coating of the ig coil being peeled as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that part of the connecting tube (insertion tube ig coil), had fallen off. This is attributed to chemical or physical stress experienced by the device. Other observations for the device: due to a cut on connecting tube, water tightness is lost; connecting tube has discoloration; control unit has corrosion due to water leakage; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to damage, angulation lever does not move smoothly; and grip, switch box, connecting tube, video connector, light guide connector, light guide cover glass, video cable, control unit universal cord, angulation lever, up/down plate, rd have a scratch. User¿s complaint of image noise was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.